Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Upon review, there was a clerical error with the event date. The correct event date is 21jan2025. We confirmed that this is a duplicate of a MDR submission that was completed under (parent) MFR report # 0002936485-2025-00255.